Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that an inappropriate therapy was delivered when the device detected a rapid ventricular response (rvr) episode as a ventricular fibrillation (vf) episode. Follow up was conducted and no reprogramming was completed at this time. The device remains in use. No further patient complications have been reported as a result of this event.